Event description:
It was reported to philips that the customer was unable to perform geometry movements. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the scheduled procedure was aborted. A philips remote service engineer (rse) inspected the system remotely and confirmed the reported event. Analysis of the log files confirmed a malfunction with geometry of the system. A philips field service engineer (fse) inspected the system onsite and found that the propeller and z rotation movements were not available. Also, it was found by fse that triple servo drive was defective. The root cause of the problem was calibration being lost. Fse replaced the advanced motion controls (amc) triple servo drive and did new calibration. After replacing the amc controller, the system was returned to use in good working order. The codes were updated based on the investigation outcome.